Event description:
The distributor reported that the pump dispenses insulin from the cartridge during the ezprime process. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Correction #: 2531779-03/24/2010/003-r. (B)(6). The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete the results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the black box showed no "no cartridge detected" warnings. During investigation, the load step pushed out approximately 30 units of fluid before detecting the cartridge. The pump was opened and an intermittent connection was observed at the force sensor pins.